Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a right heart catheterization procedure on (B)(6) 2018 due to suspected inaccurate sensor readings. During the procedure, the readings were found to initially be valid. In turn, a recalibration was not performed.